Event description:
It was reported that the insulin pump alarmed compromised force sensor system while the customer was priming the tubing. The customer attempted to rewind and prime again but insulin started to squirt out. The drive support cap was sticking out. The dome label was also missing. Customer's blood glucose level was 22.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.